Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex (2.5%), dianeal pd4 ultrabag (4.25%) and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was not reported. The patient was on an unspecified medication. On (B)(6) 2012, the patient was discharged from the hospital and was back home.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e19113 and h11e03125 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified, as no samples were returned.

Manufacturer narrative:
(B)(4). Further information was received by the consumer. The patient's wife confirmed the event of peritonitis. The patient received lactobacillus for an unreported indication. On an unreported date, the patient experienced c-diff. Treatment was not reported.